Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/3/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigational summary: the product received for analysis was pdp771d. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Visual inspection and metallurgical analysis were performed on the returned product. The needle was noted with marks that appears to be by surgical instrument. A fracture was observed in the body of the needle. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of the sample revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle. There is no evidence of any material flaw that would cause premature failure. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information received: after investigation, the child was a 9-year-old girl. On (B)(6) 2024, left pneumovesical ureteroneocystostomy was performed under general anesthesia. The operator used the suture (w9236t) for tissue sewing (the specific sewing tissue level and sewing method were unknown). During the sewing, the needle broke (the specific broken end length of the needle was unknown), and the broken needle fell into the child's body. The operator immediately visually found the broken needle to be unsuccessful, and then cut the skin to find the broken needle and find it. After removal, the integrity of the needle was checked. After confirming that there was no residual foreign body in the child's body, a new suture was replaced (the specific product information was unknown) to continue the sewing. The subsequent operation went smoothly. In this event, the broken needle was found and removed, leading to additional tissue damage. The child was in stable condition currently. No subsequent adverse event report was received.

Event description:
It was reported that a patient underwent a left pneumatic bladder ureteral bladder anastomosis under general anesthesia. Procedure on (B)(6)2024 and suture was used. During the procedure, during the process of using suture to fix the puncture device during surgery, the needle broke. Immediate search was unsuccessful, but after cutting the skin, the broken needle was found to be intact on both sides. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: * was the needle tip retrieved during the initial procedure? --yes. * other than "cutting the skin". What was done to retrieve the broken piece? For example, switched to and open procedure, second surgery? * were there any patient consequences? --please refer to the event description, other information requested is unknown.